Event description:
A report was received that the patient was experiencing pain at the battery site as the battery was resting at the lower ribs. The patient underwent an ipg revision procedure. The patient was doing well postoperatively.